Event description:
Nurse reports that within the last three months a total of six pts experienced the following with the use of the oxygen probe in the licox unit; two probes gave no readings and four probes were not in the proper brain tissue. The user facility follows a protocol for using licox, the following was reported; they insert the catheter using a "x" cross cut in the dura. This allows for easy penetration through the pia mater. The following day a CT scan is performed to confirm the placement of the bolt in the brain tissue. Even if the cc1.sb oxygen probe is not functioning (reading) properly, they leave the bolt in for intracranial pressure and temperature reading. The device is left in for five days. On the six pts the CT scan showed the bolt was not in the correct position in the brain to accurately read oxygen placement of the bolt. In 2003 the nurse noticed a longer channel on the probe labelled oxygen. The im3.st was placed in the pt, the insertion technique went well and the CT scan the following day revealed the probe was correctly placed. This licox unit was in for five days and functioned as desired.